Event description:
On (B)(6) 2013 pt was in the process of being discharged. IV in left wrist area 18g broke at hub inside pt's vein. The entire peripheral plastic IV catheter lodged in vein. On (B)(6) 2013 left wrist cut down, successful removal of retained peripheral plastic IV catheter under local anesthetic. Reason for use: IV access.